Event description:
Four patients presented with very high intracranial pressure (icp) readings (60-80mmhg) post implantation. These reading were not accepted by the neurosurgeons. The patients were sent for CT scan/magnetic resonance imaging and appeared to have "plenty of space". Upon removal, one of the 110-4b catheters was found to be "bent". The issue increased the time for following patient pressure. Additional information received on (B)(6) 2017 with the following: the monitor was changed multiple times for the four patients who had the catheter placed due to head trauma but the icp reading was still elevated. No patient injury was reported. As a precaution, all 8 of the customer's cam02 monitors will be sent to the manufacturer for evaluation. Linked to mfg. Report numbers: 2023988-2017-00005; 2023988-2017-00006; 2023988-2017-00007; 2023988-2017-00008; 3006697299-2017-00018; 3006697299-2017-00019; 3006697299-2017-00024; 3006697299-2017-00021; 3006697299-2017-00022; 3006697299-2017-00023; 3006697299-2017-00025.

Manufacturer narrative:
Investigation completed 5/15/17. Method: -device history review. -trend analysis. -failure analysis. The DHR was review was completed for cam02 monitor serial number (B)(4). Date of manufacture: 2014 - feb. The DHR review verified no anomalies that could be associated with the complaint were observed. All the functionality tests were carried out accordingly and all results of the tests were recorded as within specification prior to the cam02 monitor been released. Service history review: the service history review verified no anomalies that could be associated with the complaint were observed. A review of the customer complaints was competed using the following key words ¿reading high values¿ in the search criteria. The review encompassed dates 27-jan-16 to 22-feb -17. A total of 158 complaints were reviewed of which there are 11 complaints which contained the search criteria. A review and analysis of the complaint reports was completed. The review verified (B)(4) is the single complaint occurrence for serial number (B)(4). Rate of occurrence: during the time period ¿jan 16 to feb 17¿, the global product usage for cam02 monitors combined was calculated as (B)(4) usages, using the total quantity of cam02 monitor catheter sales sold to calculate the quantity of usages. One catheter is used per procedure, and is used as a means of quantifying the number of procedures undertaken. The quantity of complaints in the complaint review (11) can therefore be calculated as (B)(4)% (occasional) of procedures. The product was returned for evaluation which was unable to conclusively verify the complaint as valid. The service centre reported ¿the lithium and cambat battery has to be exchanged, as both are past their due dates¿, a review of the complaint incident does not consider the cambat and/or lithium battery replacements contributed or caused the complaint incident. The cam02 monitor was verified as performing to specification; further review is not deemed necessary. The product was investigated but the evaluation was unable to conclusively verify the complaint as valid. Conclusion: the evaluation was unable to conclusively verify the complaint as valid. Therefore, an investigation for cause was unable to be performed.